Event description:
Pt reports cadd legacy sn (B)(4) alarming air in line despite no air being in the line, occurred 3 days in a row and secondary pump did not alarm. Dose/amount: 22 nkm, frequency: continuous, route: IV. Dats of use from: (B)(6) 2014 to ongoing. Diagnosis or reason for use: i27.0.